Event description:
Post op x-rays showed that the device had shifted in a patient. A revision surgery was performed approximately 7 days post-op to reposition the device and tighten the set screws. It is unknown if the device contributed to the reported event.